Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low glucose result generated by the synchron lx20 pro clinical system for one patient. The initial glucose result of 99mg/dl was reported out of the lab and questioned by the ER physician since it did not correlate with the glucometer result of ">500mg/dl". The customer tested the original sample on a different instrument and a result of "approx 500mg/dl" was obtained. The specimen was then rerun on the lx20 pro analyzer and repeated result was "approx 500mg/dl". An amended report was issued. There was no affect to the patient as a result of this event.

Manufacturer narrative:
Customer is using plasma tubes. Per customer, qc was acceptable before and after the event. No other patient results were questioned or rerun before or after the event. A field service engineer (fse) was dispatched: the fse replaced the glucose stirrer motor and performed acceptable precision runs afterward. A clear root cause for this event is unknown at this time. A malfunction will be assumed for the purpose of this report.